Event description:
Olympus was informed after an upgrade during an annual maintenance the customer high frequency electro-surgical generator is having problems with several errors. The generator was returned to the olympus repair center and upon inspecting and testing, a temporary error e433 was found recorded in the generator¿s error log corresponding to the defective double footswitch pedal. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the e433 malfunction error.

Manufacturer narrative:
During the repair inspection of the referenced device, a temporary error e433 was found recorded in the generator¿s error log corresponding to the defective double footswitch pedal. However, the error could not be reproduced during testing. There were no technical faults or deficiencies observed with the generator. The defective footswitch was not returned; therefore, no further evaluation could be performed. The device has had no previous repairs. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see patient identified (B)(6) (model wb50402w; serial number unknown) for more information regarding the generator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error message e433 was caused by a defective foot switch or by user error. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.